Event description:
A serious us spontaneous report received from a female consumer age not provided and initials anonymized. Medical history and concomitant medication not provided. Dr scholl's custom fit orthotics cf 420 were worn for an unk indication. Dates of product use not specified. Consumer reported being hospitalized after purchase of product. Reason for hospitalization was not specified by the consumer. Consumer stated she was "hospitalized (B)(6) and have now returned to "normal". Consumer also stated the product "did not work for me". Outcome: recovering / resolving.

Manufacturer narrative:
(B)(4).